Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. The customer's blood glucose reading was 151 mg/dl at the time of incident. Troubleshooting found that the keypad buttons were not responsive but declined to troubleshoot for this and that the pump had a constant, audible tone. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display corroded lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery, a21, a17 alarm and button keypads anomaly due to blank display. No moisture damage was found on the keypad traces during our visual inspection noted. No audio beep or back light anomaly noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.